Event description:
Previous medwatch submission noted capsular contracture, baker grade iii. Healthcare professional reported that the event of capsular contracture, baker grade iii did not occur.

Manufacturer narrative:
Previous medwatch submission noted capsular contracture, baker grade iii. Healthcare professional reported that the event of capsular contracture, baker grade iii did not occur. Hence capsular contracture, baker grade iii is being unreported. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.